Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was driving and the insulin pump kept alerting him low predict. Customer thought he would make it to his destination. Customer stated someone took him to the hospital. Customer's blood glucose at the time of admission was 40 mg/dl. Customer stated he over calculated the carbohydrates he ate so the device administered to much insulin. Customer stated he stopped at a stop sign and he passed out. Customer was close to home, a neighbor herd the cars honking and called 911. No further information reported.